Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. Monitor was found to have a broken end cap. The red treatment wire was broken off from the ca board. This would have prevented treatment of the pt. The monitor was repaired. The monitor was retested and restocked. The root cause of the broken treatment wire was flexing caused by the end cap being loose. The end cap damage was due to trauma probably from the pt dropping the monitor. No adverse event resulted from the damaged monitor. Pt received a replacement monitor.

Event description:
The nurse of a male pt contacted lifecor customer support to report that the top casing broke off of the monitor. She asked support if this would affect the monitoring. Support explained that there is no way of knowing because of possible internal damage. Support sent the pt replacement monitor.